Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420/ expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for eval: yes, return date: 28-jun-2019. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 17-sep-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure of the ventricular assist device (vad), there were multiple electrical fault alarm from contamination of the driveline connector to the controller driveline port. It was stated that after the patient was weaned from cardiopulmonary bypass (cpb) the electrical fault alarms occurred and resolved on their own while the driveline connection to the controller was secured. The event was associated with low flow alarms. A driveline connector cleaning was performed. The driveline remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The ventricular assist device (vad) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. There was no evidence of contamination within the driveline connector port. Review of the controller log files revealed two low flow alarms recorded on 17-jun-2019. There were 14 electrical fault alarms that were logged on 17-jun-2019 due to an open phase in the front stator, causing the pump to run on the rear stator only. On-site inspection did not reveal contamination within the driveline connector. A driveline cleaning procedure was performed to mitigate the reported conditions. As a result, the reported "low flow alarm and electrical fault alarm" events were confirmed; the reported contamination event was not confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the available information, a possible root cause of the reported electrical fault events can be attributed, but not limited, to a marginal connection between the controller and driveline connector. Additional products: d4: serial #: (B)(6) h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.